Event description:
During an initial implant procedure, when testing the right ventricular (rv) lead on the psa it did not stimulate. The rv lead was not implanted. A different rv lead was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.